Manufacturer narrative:
The customer's complaint was confirmed during failure analysis; corrosion damage was noted throughout the internal components of the device.

Event description:
The micro oscillating saw was sent for eval because it was leaking black oily fluid during a procedure. The fluid got into the surgical site and irrigation was required. No further intervention was required after the irrigation.